Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant product code is sold internationally. It is sold in the us under a different product code.

Event description:
The primary surgery was performed on (B)(6) 2009 via tha. It was reported that the patient caused dislocation on (B)(6) 2018. Because the patient is (B)(6), the revision surgery was not performed but the surgeon performed the repair of the cup and the soft tissue instead of revision. No further information was provided by the hospital. Doi: (B)(6) 2009; doe: (B)(6) 2018; unknown hip (no revision).